Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: contamination was observed under the "contrast" and "down" button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: contamination was observed under the "contrast" and "down" button contacts. The contrast button was found to be unresponsive; all other keypad buttons were found to be responsive. The keypad was found to be intact.